Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl; cause was unknown. Carbohydrates and juice were consumed in an attempt to resolve the low bg level. Reportedly, the customer was admitted into the emergency room (ER) with a bg level of 60 mg/dl. The customer was monitored while at the ER and bg level increased to 242 mg/dl.